Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r and 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she was unable to charge her scs ipg. A replacement charging system and troubleshooting did not resolve the issue. The sjm representative met with the patient and confirmed that the replacement charging system is displaying an error code and was unable to communicate the ipg with the external devices. Surgical intervention may be pending to address this issue.